Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon alleged the navigation system was inaccurate. The medtronic representative reported an imaging system scan was acquired and transferred to the navigation system. The inaccuracy was then observed and was reported to be approximately 5 centimeters. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was no reported delay due to this issue.

Manufacturer narrative:
The salesrep reported that the system has been functioning properly. No further issues observed.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations.no parts have been received by the manufacturer for analysis.